Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm. It was reported that the aneurysm had enlarged from 6.8cm to 7.6cm. The physician originally suspected a type ii endoleak. Open repair was performed and the stent graft was partially explanted with no evidence of a type ii endoleak could be found. It was noted that blood was observed oozing through the stent graft after the removal of a hematoma. A vessel prosthesis was implanted and the event resolved. After the procedure the physician thought this may be a type iii fabric endoleak. Per the physician, the cause of the type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.